Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer's blood glucose level was impacted. During system check with tandem technical support, occlusion was determined to be at the infusion set cannula

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.